Manufacturer narrative:
Evaluation completed. The handpiece was not returned. Received particle taped to a piece of card stock. The particle was approximately 1mm by 1mm in size. It was light colored and was hard and not spongy or soft. The light colored particulate was analyzed using an energy-dispersing spectrometer equipped scanning electron microscope. The analysis indicated the particulate consists primarily of organic material with lesser concentrations of mineral deposits. The sample size prevented further characterization of the particle.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported particulate was found in the stellaris hand piece. Only the particulate was returned for evaluation. Additional information: the doctor confirmed there were three pieces of particulate, one in the wound, two in the sleeve. The one in the wound was removed. This particulate may have caused low irrigation that resulted in a flattening of the eye. The sleeve was changed out and continued the surgery with no other issues. There was no patient impact in this case.